Event description:
Inbound. Patients spouse reports cadd 100ml prefilled cassette was in use 18 hours then would not run on either pump without causing no disposable alarm. No further details provided.